Event description:
Customer reported the insulin pump has been alarming no delivery when she primes. Customer states her blood glucose was 200 mg/dl, but has dropped to 21 mg/dl. Customer states the alarm has been an issue for the past year. Customer was unable to continue troubleshooting because customer did not have proper ownership of the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.